Event description:
The customer mentioned being hospitalized due to low blood pressure. The blood glucose reading was 296mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.